Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a blood glucose reading of 399 mg/dl, expressed concern about insulin on board after receiving correction doses, consumed fast-acting carbohydrates, announced them as a meal, and later identified a leaking cartridge with insulin present in the pump motor; a factory reset was recommended due to maladapted meal announcements, and the user performed a full supply change. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed leakage consistent with a seal issue associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.